Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The parent of a customer reported a past event from (B)(6) 2014 via phone call. The customer indicated that their child was hospitalized with diabetic ketoacidosis and high blood glucose of 1000 mg/dl. At the time of the call, the customer had blood glucose of 244 mg/dl. Troubleshooting found that the customer had a virus before the hospital and was sick. The customer indicated that they wanted information about a new transmitter and the call was transferred.